Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04857. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure then had a revision surgery due to breakage of locking bar for polyethylene.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Photographs of the explanted devices (bearing and locking bar) were provided. Visual inspection of photographs and x-ray evaluation show that the locking bar is fractured. The bearing shows blood stains on the device. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.